Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is complete. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. The cause of the test failure was the pulled dn to rear te cable. The root cause of the pulled dn to rear te cable was excessive force. There is no indication that this malfunction caused or contributed to the patient's death as the device appropriately detected and alarmed for asystole, a non-treatable rhythm prior to device deactivation. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation into the patient's death a reportable device malfunction was found. Electrode belt sn (B)(4) was found to have a pulled cable. There is no indication that the damaged device caused or contributed to the patient's death.